Manufacturer narrative:
A specific root cause could not be identified. As the provided analyzer alarm trace contained many errors related to pipetting issues, the most likely cause was an issue with the sample pipetting due to the customer not using the sample tube rack adapters. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer. Analyzer performance testing was acceptable.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg test system results for two patient samples. Patient 1 initial result was 1.47 miu/ml with a data flag. The repeat result was >10000 miu/ml with a data flag. With a 1:50 dilution, the repeat result was 31563 miu/ml with a data flag. A fibrin clot was found in the sample. The erroneous result was not reported outside of the laboratory. The result of 31563 miu/ml was reported for the patient. On (B)(6) 2017, patient 2 initial result was 0.942 miu/ml. Two qualitative tests for hcg gave positive results. The repeat result were 573.2 miu/ml with a data flag and 589.5 573.2 miu/ml with a data flag. Information regarding if any erroneous result was reported outside of the lab was requested but was not provided. There was no allegation of an adverse event. The reagent lot number was 18912302 with an expiration date of 28-feb-2018.